Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/05/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter, smart device and receiver.. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 08/17/2016 . The reported event of loss of connection was confirmed. A root cause cannot be determined.